Event description:
Five baxter/fenwal 600ml transfer bags with different lot numbers - fa10c03097, fa09c02084, fa10d23187, fa10c03097-broken during centrifugation on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Dates of use: (B)(6) 2010 - (B)(6) 2010.